Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display issues. They attempted to change the battery but the screen did not turn back on. They proceeded with replacing the battery a few more times but the issue persisted. Troubleshooting was performed. It was noted that over time the insulin pump had fallen to the floor. They inserted a new battery and the display returned. They then received a battery out limit alarm. The customer stated the batteries were out of the insulin pump greater than duration allowed by the insulin pump. The customer¿s blood glucose level was 43 mg/dl. They declined troubleshooting for the low blood glucose. The customer stated they just ate dinner. They were advised to monitor the insulin pump. The device will not be returned for analysis.